Manufacturer narrative:
Device used for treatment and not diagnosis. The rotary kit, drillable, 10cc, part srs 1000 fri, lot n002641, was manufactured to the (B)(4) wo 16364 wn, originating with the print label operation, on august 17, 2011. The parts were released to finished goods on august 18, 2011. The lot was made to the manufacturing procedure 60 0134, revision f. The qc inspection sheet, is fg frn, revision f, was accepted on august 18, 2011. There were no mrrs, ncrs, or complaint related issues with the 40 part lot.

Manufacturer narrative:
Device used for treatment and not diagnosis. Patient identifier: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: patient fell at home and suffered a right femur fracture. Patient was implanted with right hip hemi prosthesis on (B)(6) 2012. A severe adverse event occurred to the patient. Adverse event did not resolve upon initial treatment, and event was resolved (B)(6) 2012. No further information was available.